Event description:
A 4.0mm diameter x 24mm length medtronic ave rapid exchange delivery system was inserted into a pt's arterial vasculature. The stent and delivery system was pulled back and the stent dislodged from the stent delivery system. Attempts to retrieve the stent were unsuccessful. The stent within the pt's arterial vasculature. Despite repeated attempts to obtain additional info regarding this event, there is no further info available from the user facility.